Event description:
Customer reports via phone that one device broke while in-use as the doctor applied minimal pressure. There was no pt harm, tip was retrieved without difficulty. Doctor was concerned that this could have been a very difficult complicated event.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.